Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the bottom case was cracked and the battery was missing. A review of the event history log (ehl) identified primary audible alarm post, primary audible alarm background (bgnd) test, and auxiliary control unit (acu) watchdog failure. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board as preventative measure.

Event description:
It was reported that the pump exhibited primary audible alarm post. No patient injury was reported.